Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the stretched material appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during removal of the protective sheath from the 2.75 x 20 mm nc trek balloon catheter, resistance was felt which led to stretching of the balloon. The device could not be used on the patient. A new balloon catheter was used successfully for the case. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.